Manufacturer narrative:
The complaint device is not being returned for evaluation and therefore the reported failure cannot be verified. It cannot be determined if the active tip sustained any damage that led to this type of failure. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The complaint rates were reviewed against the risk analysis documents and found to be within expected levels. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for second electrode : 1221934-2016-10137. (B)(4) depuy synthes has been informed that the lot number is unavailable.

Event description:
The sales rep reported that during a rotator cuff repair that two of the customer's vapr s90 electrodes were sparking and arcing in the patient's joint space. The surgeon completed the procedure with a third like electrode with no patient consequences or delays. The sales rep could not state how long the devices were on before they sparked. The sales rep reported that the generator was set to default, the customer was using the neptune for suction, and that the devices were not reprocessed.